Event description:
It was reported that bd alaris smartsite low sorbing set separated. The following information was received by the initial reporter with the verbatim: the issues we are encountering are connections falling apart, the filter leaking, filter breaking off, etc. We have several sets available to send back for qa. Dfci rl #47474. Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Please see description of event below. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported 03-31-2023. Was there any patient involvement for this events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No.did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there are filter issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material #: 10013902. Batch #: 23039088. It was reported by customer that we are encountering are connections falling apart, the filter leaking, filter breaking off. Verbatim: rcc received a complaint via email. Email(s) attached. The issues we are encountering are connections falling apart, the filter leaking, filter breaking off, etc. We have several sets available to send back for qa. Now we see this item was added to the dehp advisory. I did share the advisory with the pharmacy team. I do think I have the issue narrowed down to one lot# (10) 23039088. Response received 16 nov 2023. Please see response below for each reported event. I apologize for the delayed reply, there is a lot of info and my snip-it tool didn¿t want to work! Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Please see description of event below. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for this events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Brief factual description: extension tubing broken when trying to attach to primary tubing. Ref # (B)(4) (lot and exp not on paper??) Loaction: (B)(4) -barcode. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: durvalumab priming and noticed a drip from the filter at patient side of filter. Stopped immediately and placed blue dental bib under medication. Filter was in fact leaking. No harm to patient or nurse. Drips were contained. Drug returned back to pharmacy and new drug bag with filter issued. Patient not delayed long and infusion completed without incident. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for this events? Yes. How was the patient outcome? Are there any clinical signs, health consequences or impact? Delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: the micron extension tubing (blue part) separated on one of the batched pembrolizumab made last night. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl(B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Please see description of event below. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. - how was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: 0.2 micron filter extension tubing broke after area where it was screwed into primary tubing. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: floor pharmacist brought down the patient's drug that was prepped and sent to floor, noting that filter extension had broken off. Prep had to be-remade. Defective alaris filter extension (ref# (B)(4) issue to be reported. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Unknown. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: tech was handling a micron extension set and the needle-free valve detached from the tubing.bd smartsite low sorbing extension set / 0.2 micron low protein binding filterlot: (10) 23039088; exp: 2026-03-05. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: tech went to attach extension tubing w/filter to primary set and the filter piece attached to the extension tubing detached. Item reference# (B)(4) bd smartsite low sorbing extension set with 0.22 micron filterlot# 23039088 are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl(B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: extension filter tubing came apart during compounding processref: 10013902lot: (10)23039088. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: extension filter tubing came apart during verification ref: 10013902 lot: (10)23039088. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl(B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: filter extension tubing disconnected from port close to y-sitefilter extension ref# 10013902lot# (10)23039088. Drug - pembrolizumab are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023 . Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: extension tubing snapped at connection to the filter going towards phasealed end. Product was primed with drug, tech removed product from broken tubing and replaced extension. Order (B)(4). Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Not for this event, failure occurred during medication prep in pharmacy. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Dfci rl (B)(4). Was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Description of event: when taking durvalumab out of biohazard bag to be hung, part of the 0.22 micron filter fell off of tubing and onto the floor. Are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported (B)(6) 2023. Was there any patient involvement for all events? Unknown. How was the patient outcome? Are there any clinical signs, health consequences or impact? Potential delay in care as another set was needed. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.